Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm that they could not clear. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.